Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had image issues. This issue was found during a colonoscopy procedure. The procedure was completed with another device. There were no reports of patient harm.